Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from the accu-chek inform ii meter serial number (B)(4). At 8:21 am, the result was 57 mg/dl. At 9:30 am, the result was 57 mg/dl. The operator did not feel that result was accurate, so they obtained a second meter. At 9:33 am, the result from meter serial number (B)(4) was 85 mg/dl.